Manufacturer narrative:
Result of investigation: vyaire failure analysis was not able to duplicate the reported issue but verified through event trace. Uut (unit under test) was functional with no issue or faults. Unit will be moved to factory service. As a resolution, replace material as required rework to current configuration, recalibrate and retest per specifications and standards.

Event description:
It was reported to vyaire medical that the revel ventilator is not delivering volumes while on patient. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.